Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was stored for 6 months without a battery and is receiving error alarms. Customer stated that the alarm history showed unexpected restart, displayable history failed and external ram error alarms. Customer was advised to check with the doctor to make sure her settings are up to date. Alarms did not occur during the rewind or prime sequence. Customer was advised to program a normal bolus into the air; bolus amount was recorded in the bolus history. Blood glucose value is 132 mg/dl. Nothing further reported.